Event description:
It was originally reported that the cannula was bent. Follow up with hospital in 2007, revealed that the device was producing straight shots.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted upon completion of our evaluation.